Manufacturer narrative:
Apoc incident #(B)(4).

Manufacturer narrative:
(B)(4). A DHR/dmr review was completed on (B)(4) 2012. Device evaluation could not be performed as the cartridge lot expired before the complaint was elevated for investigation.

Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer who reported that pt/inr results yielded discrepant on a pt. I-stat: fingerstick, inr: 1.4, time: unk. Venipuncture, 2.4, unk. The pt was taking warfarin. There is no reason to believe that a malfunction exists. Review of the info available suspects that the venipuncture result of 2.4 may be a result other than I-stat, however not confirmed at this time. Based on the info available at the time, there were no injuries associated with this event.